Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported she was sore by the site area. Additional information from the patient reported she could not tell if she was emptying her bladder. The patient stated her leg and butt felt sore. Additional information from the healthcare professional (hcp) reported the cause of the soreness at the incision site was musculoskeletal. The hcp stated troubling shooting performed related to the soreness at the incision site was they visualized the site, no evidence of infection of device related findings. The rep stated the actions or inventions that were taken to resolve the soreness at the incision site were limited ambulation, the hcp encouraged nonsteroidal anti-inflammatory drug (nsaids) as written for her soreness. The indication for use is unknown.